Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states all the bearings are shot due to the enduser taking the chair outside.